Event description:
It was reported that prior to implant, the device was checked while still in the packaging and was unexpectedly found to be at recommended replacement time. The device was not implanted and a different device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).